Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a seroma following an implant procedure. The device was explanted due to the patient's request. There have been no further reports of complications.

Manufacturer narrative:
Corrected to yes, device available; selected returned to manufacturer; corrected to yes, device evaluated. (B)(4). Corrected narrative: the device was returned to nevro and examined. The investigation concluded the nevro system had exhibited normal functionality. The manufacturing and sterilization records were reviewed and no non-conformities were found. Based on the functional testing and records review results, the patient's infection was likely due to a procedural issue rather than device-related.